Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the torcon nb advantage angiographic catheter separated between the hub and the body of the catheter when it was inserted into the patient's body with the wire. This product problem did not result in any reported serious injuries to the patient.